Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported "door latch error" was reproduced and confirmed through evaluation. This condition was caused by a failed upper auxiliary flex. The upper auxiliary assembly was replaced.

Event description:
It was reported that a spectrum infusion pump had a "door latch error". It was also reported that there was no patient injury.